Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.10. Company representative confirmed and replicated the reported event. The printed circuit board (pcb) interface and footswitch were subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by qa to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. The interface breakout pcb was received for evaluation. A visual assessment of the returned sample revealed it to be nonconforming. The returned handpiece was inserted into a calibrated system and turned on. The sample was tested and found to have no problem. The root cause of the reported event is attributed to the nonconforming footswitch. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic console cuts off in middle of firing. Procedure details and patient impact have not been provided. Additional information has been requested.